Manufacturer narrative:
The device was returned and an evaluation identified that the device showed signs of insect infestation. The device was returned to the customer not repaired. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 101) related to pressure measurement. There was no patient harm or a serious injury reported as a result of this incident.